Event description:
It was reported that during a supply change the patient did not observe drops during the fill tubing process and had connected the cartridge and connector outside of the ilet while using a 23 inch, 6 mm infusion set; the issue aligned with a use-of-device problem and an infusion set and cartridge connection concern. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and associated the event with use error related to the infusion set and connector handling. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.